Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube kinks. The balloon has a 9mm longitudinal tear starting at the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-april-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the device was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient was stabilized. However, returned device analysis revealed balloon torn longitudinally.